Event description:
It was reported that during final tightening of one aegis screw, tip of screwdriver sheared off and was cold welded in the screw within the lumbar plate. Surgeon was unable to remove the piece and was left embedded within the screw hex. The piece is not expected to migrate. As an unintended piece of the device was left in the body, an MDR was filed to document this event.

Manufacturer narrative:
Visual examination of the returned driver shows the tip is broken off at the base of the flutes. The remaining flutes are twisted in a manner that indicates that atypical force was applied to the driver. No anomalies were found.